Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('suspicion of perforation/migration') and vaginal haemorrhage ('does not have menstrual cycle normally but she did experience spotting a bit this month') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst. Concurrent conditions included cervix stricture. In (B)(6) 2013, the patient experienced the first episode of abdominal pain ("cramping right away/the worst cramps ever felt like in labor for at least a whole month straight"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("for the past 4 months cramping started again/constant cramping") and menstruation irregular ("does not have menstrual cycle normally but she did experience spotting a bit this month"). The patient was treated with surgery (ablation and removal surgery for essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menstruation irregular outcome was unknown and the last episode of abdominal pain had not resolved. The reporter provided no causality assessment for fallopian tube perforation, menstruation irregular, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become incident, device removed, essure removal date was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.